Event description:
It was reported that the connection between the programmer and rf head seemed to be broken. The existing programmer head worked successfully in another programmer. There was no patient involvement or complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed customer comment "no telemetry using rf head." Though primary analysis finding was ok, no anomalies found, it also found a connector/terminal post problem with a cable out of specification electrically.